Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
CT shows chronos is close to foramen. The surgeon used chronos granules to fill an acif cage and after the surgery the pt came again to him with a pain. Surgeon noticed on CT that a tiny particle of chronos is sitting close to the foramen which is affecting the nerve root. The surgeon advised he gave the pt and epidural and he is doing really fine now.